Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. No repair is being requested by the customer at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated background diagnostic codes indicating the ventilator entered back up ventilation. Although requested, information pertaining to patient intervention and outcome has not been provided. Additionally, no repair is being requested by the customer at this time.